Event description:
It was reported that six months post-op to a sigmoid colectomy the patient presented with a stricture. A strictureplasty was performed.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: how was the stricture plasty performed? Is there an alleged deficiency with the device that may have caused or lead to the stricture? The strictureplasty was performed with a longitudinal incision at the stricture with a vertical suture closure. There was no complaint with the functionality of the device, only that the patient developed a stricture. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.